Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that upon installation of an emergency backup battery, the retention screw dislodged from the system controller when the system controller was opened with the provided utensil. A new system controller was obtained from the operating room stock and the faulty controller was intended to be returned. There was no delay in implant procedure due to system controller out of box failure.

Manufacturer narrative:
Section d1 - brand name: corrected. Section d4 - catalog number: corrected. Section d4 - primary unique device identification (UDI) number: corrected. Section h6 - medical device problem code: corrected. Manufacturer's investigation conclusion: the reported event of the screw coming out of the backup battery cover was confirmed. The heartmate 3 system controller (serial number: (B)(6)) was returned with one of its screws missing from the backup battery cover. The controller was otherwise found to be in unremarkable condition, and passed all steps of the functional testing procedure. During testing a test screw was inserted into the empty location on the backup battery cover. The screw was secured in the cover without issue. The back cover was shaken, and pressure was applied to the bottom of the screw, and it remained sturdy in place. The backup battery cover was also securely screwed into the controller without issue. The screws were then loosened and the back cover was removed; the test screw remained in the back cover. The threaded insert was examined under a microscope, and no damage or abnormalities were identified. The root cause of the screw coming out of the back cover could not be conclusively determined through this evaluation. The device history records were reviewed and the records revealed that the system controller (serial number: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 instructions for use provides step-by-step instructions on how to properly remove and install the battery compartment cover using the provided tools. The heartmate 3 patient handbook provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller for damage. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.